Manufacturer narrative:
(B)(4). Correction: the date was filed incorrectly on the initial medwatch report as (B)(4) 2017, but should have been (B)(4) 2017.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event - estimate. Concomitant medical products: scaffold: 3.0 x 23 mm absorb, stent: 3.5 x 12 mm xience alpine (x2), 2.8 x 19 mm graftmaster. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, there is no indication of a product quality issue. The reported patient effect of occlusion, as listed in the graftmaster rx coronary stent graft system, instructions for use, is a known patient effect that may be associated with use of a coronary stent in native coronary arteries. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device. The other 2.8 x 19 mm graftmaster referenced in describe event or problem and concomitant medical products is being filed under a separate medwatch report number.

Event description:
It was reported that the patient had undergone a previous coronary intervention on (B)(6) 2016 during which two 2.8 x 19 mm graftmaster's were used successfully for treatment of a coronary perforation in the mid left anterior descending artery that occurred during use of another device. Within the last few months the patient has been experiencing a recurrence of chest pain symptoms. Coronary angiography on (B)(6) 2017 revealed a 100% occlusion of both graftmaster stents. The decision was made to continue medical management only; therefore, no treatment or intervention has been performed. No additional information was provided.